Manufacturer narrative:
Lawyer-filed report (B)(6). The patient underwent mesh implantation in order to treat dyspareunia. No additional information was provided.

Event description:
It was reported that the patient underwent a surgical procedure to treat pelvic organ prolapse and mesh was implanted on an unknown date. The patient experienced pain, erosion of her internal bodily tissue and other injuries, and has undergone additional surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
It was reported that the patient underwent mesh revision /removal surgeries on (B)(6) 2006 and (B)(6) 2007; (B)(6) 2007 and (B)(6) 2011 due to pain, recurrence, erosion and dyspareunia. (B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4): it was reported that the patient underwent a gynecological procedure on (B)(6) 2005 and mesh was implanted to treat pelvic organ prolapsed. The patient experienced pain, erosion of her internal bodily tissue and other injuries, and has undergone additional surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2005, and a mesh was implanted. It was reported that following insertion the patient experienced recurrent uti¿s, feelings of pressure when bending, vaginal scarring. No additional information was provided.

Manufacturer narrative:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2005 and mesh was implanted. It was reported that patient underwent laparoscopic cholecystectomy with intraoperative cholangiogram on (B)(6) 2012. No additional information was provided.

Manufacturer narrative:
Date sent to FDA: 05/11/2016. Additional information: age at time of event, date of birth.